Event description:
Starting about two weeks prior, the pt experienced "surging" from her device when she turned her head. She also experienced a burning sensation while sitting under a hair dryer at a salon. The pt was still receiving therapy. X-ray confirmed that the lead was fractured about one inch from the lead/extension connection. Impedances were greater than 2,000 ohms. Further info is being requested at this time.

Manufacturer narrative:
.